Event description:
Additional information received from a health care provider (hcp) reported the implantable neurostimulator (ins) needed to be replaced and that was the cause of the significant change in gait. The patient's gait had been resolved after the ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v026239, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v025540, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
A consumer reported via a manufacturing representative that the patient had a significant change in gain on (B)(6) 2015. The right implantable neurostimulator (ins) was interrogated and an elective replacement indicator (eri) message was displayed. Both inss were replaced two days later. The patient's indication for use is dystonia. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.